Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a robotically assisted hysterectomy with uterine morcellation for the removal of uterine fibroids on (B)(6) 2012 and a power morcellator was used. Prior to the surgery, there was no evidence that the patient had disseminated and or metastatic cancer. The patient had complaints of her symptoms in or around (B)(6) 2012, the patient was diagnosed with having rhabdomyosarcoma. No additional information was provided.